Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The motor was tested outside the device and passed. No motor error alarms noted during testing. The insulin pump was received with severely scratched lcd window, severely cracked on reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and scratched around casing. The insulin pump had intermittent button response noted during testing due to flattened dome switch on the act button. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm and off no power alarm. The customer's mother reported that the buttons were sticking. The customer's blood glucose was 509 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.